Manufacturer narrative:
Information was received by the customer that should have been included on the initial MDR. The customer reported that they evaluated the device and could not duplicate the reported issue. They ran operational verification procedures (ovp) and the device passed all testing. The device was placed back in to service with no parts were replaced. There will be no further investigation.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported circuit disconnect while using the avea ventilator on nasal continuous positive airway pressure (ncpap). The customer reported this occurred while on a patient and the ventilator was switched to another device. The customer reported no harm or injury with the patient.